Event description:
It was reported that a patient underwent a laparoscopic sacrocolpopexy in 1996 and mesh was implanted. The patient has experienced vaginal discharge, bleeding, and intermittent flu-like illness. The patient had a magnetic resonance imaging study which suggested an infective process associated with the remaining mesh at the vaginal vault. The patient has undergone multiple revisions and excisions of parts of the mesh including a laparoscopic excision of an abscess. It is reported that the mesh is almost fully explanted from the patient at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.